Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, cartridges have been leaving a streak of film come off on the certain lenses. The surgeon currently places the cartridge in a balanced salt solution bath for several minutes prior to the lens being loaded and inserted. The film streak was able to be irrigated and aspirated off of the lens and there was no patient injury or adverse outcomes reported. Additional information has been requested.